Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a manufacturer representative (rep). It was reported that the patient has not charged battery in a ¿long time.¿ they could not specify exactly how long, but probably at least a year. The patient likes the relief the device gives her when it is on. The patient did not say why she has not been recharging, just that her pain was okay, so she was not recharging, but now she wants her stimulation back on. The rep performed three trickle charge attempts and the device was decided to be replaced. Surgical intervention was planned, but it was not yet scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had been referred out to the surgeon for this so she had to have a pre-operation with him, then clearance, and will then be scheduled. The manufacturing representative stated that they anticipated this process will be done in two months. There were no further symptoms or complications reported or anticipated.

Event description:
The consumer reported that she had stopped using the therapy and was scheduled to have an MRI of her knee and couldn¿t place it in MRI mode. There was poor communication on the programmer and they could not communicate with the recharger. The patient did not know the last time they felt stimulation and last recharged about 1-2 months ago. The reason for not recharging included coupling issues and not liking stimulation in the legs. The patient noted she was planning on having the device removed as her back pain was being managed by medication. The indications for use were spinal pain and chronic low back pain.